Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was an episode of electromagnetic interference (emi) that resulted in noise. The device interpreted the emi and noise as ventricular fibrillation and treated with inappropriate therapy. There was also a decrease in sensing and impedance. No intervention was performed and the patient was stable and will continue to be monitored.